Manufacturer narrative:
(B)(4).

Event description:
It was reported that a new sensor message occurred. Data was evaluated and the allegation was confirmed as early sensor expiration. The probable cause of the early sensor expiration was determined to be a stale start command. The reported event of a new sensor message is reportable based on the finding of early sensor expiration. No injury or medical intervention was reported.